Event description:
It was reported that during a routine follow-up visit it was found that the right ventricular (rv) lead showed high thresholds. The lead was revised and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2014. (B)(4).